Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 35 mg/dl. The customer states they attempted to calibrate and noticed blood at the site. The customer was treated for the low blood glucose with carbs. The customer did not troubleshoot for the low blood glucose. The customer noted the insulin pump did suspend. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.